Manufacturer narrative:
E1 section the full event site name is - (B)(6) med ctr. The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with treating a patient who has developed thrombocytopenia 2 days after a balloon insertion. The platelets started at 117 and are now at 59. There is no issue with bleeding at this time but the dr. Is concerned about removing the iab as the patient is dependent on it. The esp personnel had reviewed that the condition could be a complication of iab therapy but she could not offer medical advice or whether or not they should remove the balloon. User understood stated that he will consider options. No harm or injury reported.